Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received for investigation. During visual inspection, the unit arrived in used condition with the cuff balloon completely broken, causing the leakage. The complaint was confirmed. The observed condition was attributed to the device cuff having come into contact with a sharp surface. No product lot number was provided, therefore, no review of manufacturing device history records could be conducted. This issue will continue to be monitored and further actions taken accordingly.

Event description:
The back-up trach was also found to have a defective balloon with a leak. It was reported as to have not been placed on the patient. No patient involvement.

Event description:
It was reported that the patient required an emergency tracheostomy change. The trach was with a defective balloon. The back-up trach was also found to have a defective balloon with a leak, not placed on patient. Emergency trach used for trach change.

Manufacturer narrative:
D4 lot number and expiration date, h4 manufacture date: unknown, no information received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.